Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications.

Event description:
The customer reported via phone call that they experienced inaccurate readings and triggered threshold suspend. The customer's blood glucose was 150 mg/dl and sensor glucose was 59 mg/dl at the time of incident when it triggered threshold suspend. The sensor will be returned for analysis.